Event description:
It was reported that during an ion endoluminal lung biopsy procedure the patient developed a pneumothorax requiring a chest tube. The biopsied lesion was 15mm in size and located in the anterior segment of the right upper lobe on the pleura. Per the physician, the patient did not display symptoms of a pneumothorax and at the end of the procedure an x-ray identified a small pneumothorax with a lateral component. The pneumothorax did not expand, but a 14 french chest tube was inserted. The physician believed the pneumothorax occurred because of the location of the nodule on the visceral pleura and was not sure if a pneumothorax would have occurred with another biopsy modality. The patient was reported as doing okay and was hospitalized for less than 24 hours then discharged home. The diagnosis was adenocarcinoma and the patient is scheduled for surgery to resect the lung. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.